Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was around 160 mg/dl. The customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room with ketones. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that same day.